Manufacturer narrative:
Method: device history review; results: no device was received for evaluation, inspections and testing cannot be performed to aid in root cause determination. Furthermore, additional information about the event, device ID info, and status of the patient could not be obtained. It was confirmed that the fracture occurred while tapping, so it is possible that the application of cantilever forces resulted in the fracture. Conclusion: without additional information and the device not being returned, the root cause of the event cannot be determined.

Event description:
It was reported that using es2 while tapping the surgeon noticed the k-wire broke inside the vertebral body.

Event description:
It was reported that using es2 while tapping the surgeon noticed the k-wire broke inside the vertebral body.